Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary (rca). The lesion was pre-dilated with a non-compliant balloon. A 2.50 x 38 mm promus premier was deployed at 12 atm and a proximal edge dissection was observed. The dissection was covered with a 3.00 x 12 mm promus premier and the procedure was completed. The patient was good post procedure.